Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. A battery voltage measurement confirmed a depleted battery next, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
It was reported that the this device was explanted due to eri. The patient is not on home monitoring. Patient presented in the ER on (B)(6) 2021 and the device could not be interrogated. The last device check was in (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.